Event description:
Medtronic received a report that the react catheter was found damaged and crushed. The patient was undergoing surgery for treatment of an ischemic stroke. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that a case of middle cerebral artery m2 thrombus removal. During the process of coaxially bringing the micro guidewire and microcatheter into the distal access catheter to the proximal end of the middle cerebral artery thrombus, the distal access catheter was not shaped. Aspiration with a 50ml empty needle could not maintain negative pressure and the sealing was damaged. Then took it out for inspection and found that the tip end of the catheter was damaged. Replaced it with react68 for suction. It was unobstructed in one go. The patient was in good condition and the operation was completed. It was reported the distal section of the catheter was crushed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a rebar 18 microcatheter. Additional information was received that the seal of the react catheter body was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the react-68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. Damage location details: the react-68 catheter hub was found in good condition. However, the catheter body was found kinked 42.0cm from the proximal end of the catheter hub, and the distal tip was stretched. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿catheter damage/crushed¿ report was confirmed as the react-68 catheter was found kinked and stretched. The react-68 catheter can become damaged if advanced/retrieved against resistance or patient vessel tortuosity. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.